Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no sensing in unipolar or bipolar, and no capture at max output in unipolar or bipolar. The rv lead was capped and replaced with a leadless implantable pulse generator (ipg). The following morning the leadless ipg exhibited low sensing and no capture at max output. The leadless ipg was turned off and replaced with a transvenous system. No patient complications have been reported as a result of this event.